Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the scope image did not show on 180 scope due to failure of the op-amp circuit (dr board). Feedback to customers do not apply unreasonable force when handling the device or connecting the scope. Do not apply too much force when connecting the scope. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported customer issue was confirmed. Upon inspection, faulty patient board set causing no image with 180 scope series was observed. In addition, worn out video connector latch causing poor connection to pigtails were determined. Additionally, the device was found running an old software version and needs to be upgraded. Based on evaluation findings the reported issue was identified to be attributed to faulty patient board. Investigation is ongoing, this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device cv-190 is not getting an image on a 180 scope series. The device worked on scope 190¿s. The user tried the 180 scope series on another cv-190 tower and worked. The event occurred during preparation for use. There was no patient involvement on the event reported. No user injury reported.